Event description:
I had lasik surgery on both eyes on (B)(6) 2016 at (B)(6). Since that date, I still cannot see well in low light. I cannot see anyone's faces in dimly lit restaurants, and cannot drive alone in places like parking garages, as I cannot see well enough to navigate safely. I also have trouble seeing at night time to drive. Lights bleed down. I do not see starbursts. I have tried eye drops and corrective glasses, and neither have helped the problem.